Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed. The dso seal was replaced. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the battery contacts were corroded, and the keypad buttons did not work. Reporter stated the pump powers on but not shutdown via the power button. There was no patient involvement. Device evaluation revealed a degraded downstream occlusion seal.